Event description:
The customer reported the system displayed a no signal error message, would not eject, and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The computer was replaced, and the transmitter and the receiver calibration files were loaded. The system was tested and found to be working as intended and put back into service.